Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator motor during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display.

Event description:
The customer's mother reported via phone call that insulin pump was exposed to moisture. Blood glucose was 138 mg/dl. Troubleshooting was performed. Customer reported there was fluid under the lcd display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.